Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared other devices (truetrack and doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2017. During the initial call, the reporter stated that the alleged meter inaccuracy began on the morning of (B)(6) 2017 when the patient obtained a blood glucose reading of ¿261 mg/dl¿ with the subject meter and "215 mg/dl" on the doctor¿s device, performed within 30 minutes of each other. The reporter also claimed that on unspecified occasions the patient obtained blood glucose readings with the subject meter that read ¿60 points higher¿ than another device (truetrack). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter informed the csr that the patient manages his diabetes with insulin administered on a sliding scale. The reporter informed the csr that the patient manages his diabetes with insulin administered on a sliding scale. The reporter stated that on the morning of (B)(6) 2017, the patient took an increased dose of novolin r insulin (2 units) in response to the elevated result of ¿261 mg/dl¿ obtained with the subject meter. The reporter stated that 2 hours after administering the insulin, the patient began feeling like his blood sugar was low. During the follow-up call, the patient informed the mss that he was feeling ¿funny, weak, hot and sweaty.¿ in response to the symptoms, the patient confirmed he consumed candy bars and began to feel better after 10-15 minutes. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the test strips had not expired or been open for longer than the discard date. The csr noted that the patient did not have control solution available to perform a quality control test. The products involved in the complaint were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.